Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to reports that the sensor was broken on (B)(6) 2015. There was no report of any injury or medical intervention. No additional even or patient information is available.